Event description:
A customer reported that a blockage in the tubing occurred during surgery. The tubing was exchanged. The pt impact is unk. Add'l info has been requested.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of the five complaints reported for this issue. This one of five complaints for the finish goods for this issue. The order was build and released per specification. The customer did not retain a sample for this complaint report; visual insect or functional testing could not be conducted. The customer rec'd a trayless version of the device. The trayed eversion of the device are placed inside of a plastic tray - the trayless version does not contain this plastic tray and consumable is now placed in a plastic bag. While the trayless device configuration may have been contributing factor to the customer's reported complaint, a root cause for the reported damage could not be identified. This is due to the fact that other factors such as the custom pak's configuration, add-after placement, or shipping damage could have also influenced the tubing to be kinked. The root cause of the customer's complaint is not known. (B)(4).